Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable leaked, the customer stated that on 07/07/2023 they have received a complaint concerning a flolan perfusion line with a leakage through the filter (lot number 4311969). No patient injury. Additional information received by ICU medical on 12-jul-2023 via email: updated patient and event details.